Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave an alarm for occlusion in the bia catheter. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10 it was reported that cardiosave intra-aortic balloon pump (iabp) had check iab catheter alarm malfunction. Occlusion in the iab catheter, alarm that pauses the balloon every about 10 min there was change of console, no more problem reported, no further alarm seen. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. No further information is available. There was no patient involvement.

Event description:
N/a.